Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Margolesky, j., schoen, n., jermakowicz, w., sur, s., cajigas, I., singer, c., jagid, j., luca, cc. Subthalamic nucleus deep brain stimulation for the treatment of secondary dystonia: a case series and review of literature. Brain stimul. 2017. Doi: 10.1016/j.brs.2017.04.123 summary: deep brain stimulation (dbs) of globus pallidus (gp) is an established surgical treatment for primary dystonia and has been used with limited success in secondary dystonia. There is emerging evidence that subthalamic nucleus (stn) stimulation may be effective in primary dystonia. Stndbs implantation and efficacy in delayed post-anoxic generalized dystonia has not been reported. Reported events: a (B)(6) man with a unilateral right-sided globus pallidus internus (gpi) deep brain stimulation (dbs) for hemibody dystonia experienced a putaminal hemorrhage in the after implant. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.